Event description:
It was reported that the customer experienced elevated blood glucose levels (250-500 mg/dl). Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
Troubleshooting revealed that the reported issue was not confirmed, but a separate failure mode was found during functional testing of the device. The device failed motor rack testing.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.